Event description:
It was reported that during a device upgrade procedure, low impedance was observed on the right ventricular lead after being connected with the new device. Sensing and capture values could no longer be obtained. The lead was explanted and replaced at this time. The patient was asymptomatic throughout the procedure and in good condition afterwards.

Manufacturer narrative:
(B)(4).